Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure to replace an old device with a unipolar lead in a non-pacer dependent patient with this new device. The device did not pace as the device was in bipolar mode. The physician noted that this case was dangerous and wanted the device to deliver pacing in unipolar mode or have the automatic function of recognizing the lead polarity in order to function with the right polarity. The device was reprogrammed and remains implanted. No adverse patient effects were reported.